Manufacturer narrative:
(B)(4). Date of event was reported as (B)(6) 2013. Review of service history revealed no failures/problems that were the same as, or similar to, the reported issue and there was no indication that the parts replaced during servicing caused or contributed to the reported condition. A device history review was performed which revealed there were no non-conformities, failures, rework or deviations documented in the device history record that could be associated with the reported condition. Should additional relevant information become available, a follow up MDR will be sent.

Event description:
This is a report of a home patient (hp) who reported being diagnosed with a hernia and having hernia repair surgery. The patient also reported they had bloody effluent. The cause of the hernia was unknown. Follow-up with the pd nurse revealed the "bloody effluent was due to the hernia surgery and it was just post operative bleeding." The nurse also reported that the patient was recovering.